Event description:
It was reported it was not possible to charge the device normally. It was not possible to get telemetry between the device and the physician or pt programmer. It was suspected the device was in an overdischarged state. The last stimulation had reportedly been about 4 weeks prior but the pt was unsure of exactly how long it had been. The pt had fallen about 4 weeks ago and fell on the ins. The pt was unable to recharge after the fall. Troubleshooting was being considered. Additional info has been requested.

Manufacturer narrative:
(B) (4).